Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was due to blood/tissue in the helix region and the over torqued inner coil in the connector region. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was tested prior to implant and extra force was needed to extend. During implantation of the rv lead, the helix was not have to extend. A new lead was implanted used to resolve the event. The patient was stable.